Event description:
It was reported that during a signature total knee arthroplasty, the guides did not fit the patient. Vanguard premier instruments were used to complete the procedure. There was a delay in the procedure of greater than 40 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation

Manufacturer narrative:
Evaluation of planning and procedures determined no root cause was found throughout the process explaining the reported complaint. The device met specifications. This follow-up report is being filed to relay the corrected expiration date.